Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: (B)(4).

Event description:
It was reported the IV catheter separated from the catheter sheath of a 22 g x 1.00 in. Bd nexiva¿ closed IV catheter system, and remained in the patient. The sheath was removed with no harm to the patient. No medical interventions were reported.

Manufacturer narrative:
A review of the device history could not be completed because no lot number was not available. Received one used nexiva 22ga unit from unknown lot number. The unit consisted of the y-adapter and extension tubing, the winged adapter was not returned for evaluation. Observed there were jagged edges and flashing in the area of the separation on the extension tubing no evidence of scoring or other manufacturing defects were found. The returned unit provided for evaluation y-adapter/extension tubing was separated from the winged adapter. The separation does not show any signs of physical or mechanical evidence confirming or supporting manufacturing related issues for the defect jagged edges indicate that the tubing was torn or pulled away from the winged adapter possibly through manipulation by the patient and/or clinician. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.